Manufacturer narrative:
The unit did not have any unexpected ramping of numbers. The unit alarmed button error after boot up and had an intermittent button response on the up arrow button due to a corroded keypad. The unit had a cracked lcd window, a cracked case at the lcd window corners, a cracked reservoir tube lip, a scratched reservoir tube window, and cracked battery tube threads. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer called in to report that the insulin pump alarmed button error and the keypad was scrolling. The customer stated that she was exercising with the device on and it was not secured tightly. The customer's blood glucose level was unknown. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.